Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery showed three years of longevity and outputs were at 3.5 v. Reprogramming was performed and power consumption was listed as 241 percent of the expected. Boston scientific technical services (ts) recommended a save to disk for engineering analysis. There were no additional information provided. This pacemaker remains in service. No additional adverse patient effects were reported.